Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 03/14/2024. An investigation was conducted on 03/19/2024. A visual inspection was conducted. The harvesting device was returned inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. There were no visual defects observed on the intact jaws or heater wire of the harvesting device. The c-ring was partially retracted, with one part of the c-ring retracted and the metal arm of the c-ring extended. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring¿ was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000365392 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was broken. A new hemopro 2 was used to complete procedure. There was minimal delay in procedure time. No patient injuries noted.